Event description:
The first pt that was scoped with a scope disinfected with the brand new automatic disinfector presented the next day with what the dr diagnosed as cidex induced colitis. The pt was treated with antibiotics but was not required to remain in the hosp.